Event description:
It was reported to philips that the system was unable to perform exposure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned cardiac procedure which was completed as planned. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to perform exposure. A review of the system logfile confirmed the reported malfunction. The philips field service engineer (fse) visited onsite and upon functional testing, the fse identified a tube rotor error along with tube cooler errors. The fse inspected the tube cooling system and determined the presence of excess air in the cooling lines. To resolve the issue, the fse performed a tube purge to eliminate the trapped air and carried out a tube adaptation adjustment. After repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported exposure issue didn¿t impact the completion of the procedure. The procedure was completed as planned on the same system with no impact on patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.